Event description:
It was reported that following an auditory alarm, the device was found to be in back up vvi mode. Abbott technical support was contacted and found the cause to be due to non-maskable interference (nmi).the device was successfully reprogrammed to resolve the event. The patient was in stable condition.